Event description:
A caller reported experiencing a cgm error 42, which involved issues with their continuous glucose monitor. No adverse impact to the customer's blood glucose level was noted. Technical support provided information for a pump reset and guided the caller through the process. After completing the reset, the issue was resolved, and the caller successfully started their sensor session.